Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operation omitted due to unbalanced operations". It was unknown whether the device had met specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received 5 bff5 but 2 of the boxes were empty. All 5 boxes were sealed, but patient only received 3 valves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient received 5 bff5 but 2 of the boxes were empty. All 5 boxes were sealed, but patient only received 3 valves.